Event description:
It was reported the xenon light source experienced an e207 error. The issue occurred during preparation for use for a therapeutic laparoscopic cholecystectomy. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was due to a defective emergency lamp. However, definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.